Event description:
It was reported that the user experienced elevated blood glucose readings after a recent sensor replacement, with glucose initially at 281 mg/dl trending down to 252 mg/dl and later to 106 mg/dl while using the ilet system; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding any device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.